Event description:
It was reported, post paced t wave oversensing was observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed at this time. The patient was stable and will continue being monitored.